Event description:
During a new implant procedure it was reported that the generator stopped interrogating once the leads were placed. It was reported that the generator was able to be successfully interrogated inside packaging. The device was then implanted without the lead connected and interrogated without any issues. However, once the leads were connected to the generator, the device could no longer be communicated with. It was confirmed that the green power light illuminated on the 201 wand, and that the scale on the tablet was showing that the programmer was trying to establish communication with the generator, but no signal was received from the generator. Several troubleshooting steps were performed in an attempt to resolve communication issues, including changing out the wand batteries, performing wand reset, changing out the usb cable for the wand, and performing a hard reset on the tablet. Additionally, the programming system was tested on a different generator, in the same or environment, and it was confirmed that the programmer was functioning properly as the second generator responded immediately. A second programming system was used in an attempt to communicate with the generator; however, this did not resolve the communication error. The surgeon has confirmed that the generator was not exposed to any electrocautery, and that there were no strong magnets present in the operating room. It was also confirmed that the generator was never exposed to any extreme storage conditions. The surgeon stated that the generator was not located more than 1 inch below the patient's skin. After several repeated attempts to interrogate the generator, the surgeon instructed to have a new generator opened for implantation. The suspect generator was later interrogated outside of the operating room, without any leads attached. The generator failed to establish communication with the programmer. The programming system was tested on a different generator, in the same room, and it was confirmed that the programmer was functioning properly as the second generator responded immediately. Product return has been requested for the generator; however, it has not been received to date. No other relevant information has been received to date.

Event description:
The generator has been received by the manufacturer for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Generator was received for analysis. Product analysis on the generator was completed and approved. The pulse generator ¿as received¿ condition would not interrogate. The generator case was removed and with the battery still attached to the pcba, the battery measured 0.877 volts, confirming an eos condition. During a visual inspection burn marks were observed on the pulse generator case, which indicate that the pulse generator may have been exposed to an electro-cautery tool. A visual assessment on the pcba showed no visual anomalies, and x-rays of the pcba confirmed no findings. However, during the visual assessment of the pcba it was noticed that the center of the battery felt swollen, which suggests a high current drain may have occurred. The swollen battery suggests a high current drain may have occurred, which the burn marks may have been the contributing factor. Additionally, an electrostatic discharge to the generator through the torque wrench used to loosen/tighten the generator's set screw can also cause such conditions. The burn marks may have also been the contributing factor for the reported failure to program condition of the generator. No other findings were reported. No other relevant information has been received to date.